Event description:
There was no patient involved in this event. Device switching on automatically.

Manufacturer narrative:
Routine testing confirmed that this device was installed by the customer in september 2009 and performed to specification up to the 2nd november 2014. During this time information from the history log shows an increase in voltage which suggests a further pad-pak was installed. The device was disassembled for investigation. Investigation was unable to replicate or find evidence of the reported fault of device switching on automatically. However, the investigation found that capacitor c9 had vented. Given that the history log does not show any self-test failures it is suspected that the device did not fail until sometime after the last log entry. If the device had failed the user would have been alerted with either a "warning low battery, device service required" prompt or a lack of status led. The pad-pak, which contains the electrodes and batteries, is labeled for single use but the samaritan pad 300 and 300p devices are for multi-use.